Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device motor was vibrating and the fixation was loose. The device also failed pretests for check oscillation frequency with frequency meter. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported that during a total knee surgical procedure, it was observed that the battery oscillator device overheated and was not oscillating. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. The procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.